Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-16. Investigation summary: three used samples were received by our quality team for evalution. One sample was received from the reported batch, 0144805, one sample from the nonreported batch, 0206929, and one sample from an unknown batch. Upon visual inspection of the samples, the valve was observed to have moved. A review of the internal manufacturing device records and raw material history files for the reported and unreported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the moving valve. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# 1379444 has been initiated to address the issue.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: the membrane in the port is leaking. This is an ongoing problem and there has been 3-4 other complaints about the same ref number and different lots.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: the membrane in the port is leaking. This is an ongoing problem and there has been 3-4 other complaints about the same ref number and different lots.